Event description:
It was reported that during weekly audit it was observed that all speeds for hand piece for battery powered driver barely works. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e3: reporter is a j&j employee. H3, h6: a product investigation was conducted. The customer reported 05.000.008,handle battery powered driver all speeds barely work. The repair technician reported insufficient/low power. The cause of the issue is faulty parts. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008 synthes lot # 008149 supplier lot # 008149 release to warehouse date: 19 may 2022 supplier: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.